Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. After being guided through a pump reset by technical support, the caller successfully started their sensor session, and the error did not reoccur.